Event description:
As a result of the product notification effort under recall z-232-7, ventritex learned that this person had died. No details regarding cause of death were attainable from the physicians. Ventritex subsequently requested and received a death certificate. The certificate lists cardiopulmonary arrest as the immediate cause of death with ventricular arrhythmia as a condition leading to the cardiopulmonary arrest. Co is not certain that the device contributed to this death. This person had died as an in-patient, and yet there has been no report from the user facility that the device had failed to convert an arrhythmia. Co is, however, reporting the death because co has neither the device nor any associated data or electrograms which would enable it to concluded that the device did not contribute to the death.